Manufacturer narrative:
Investigation is not complete; report will be updated when complete. Trends will be evaluated. This event occurred in (B)(6).

Event description:
Allegedly the pt. Stumbled over a sill and fell on left hip, breaking neck component.